Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has the spring tip unraveled and kinked, also it has the distal section end broken from the ballweld. The guide wire overall length and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17may2016. It was reported that the rotawire was kinked. A 330cm rotawire¿ was selected for percutaneous coronary intervention. During preparation, it was noted that the rotawire was kinked. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the rotawire was broken.